Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump has had a blank display anomaly six or seven times within the last three months; the screen would go blank and the customer would wake up with high blood glucose levels. The patient's blood glucose at the time of incident exceeded 400 mg/dl. Troubleshooting was initiated for the blank display and to inspect the functionality of the pump. The insulin pump passed the self test, but the customer's father mentioned that there have been low battery alerts as well as no delivery alarm issues with the pump for the past year. Sometimes they had to use two or three infusion sets before the pump would deliver. The customer was advised to call whenever the no delivery alarm occurs in order to troubleshoot. No products were returned and two replacement infusion sets and a battery cap was shipped to the customer, and the customer's father will call back if blank display or low battery issues persist with the new battery cap.